Event description:
It was reported that the system 9900 cardiac had poor image quality with line artifacts on the display. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that a loose connector at the collimator was allowing a cable to dangle on the x ray tube side of the c arm. The cable connection was repaired and the cable dressed properly. The system was tested and found to be working as intended and placed back into service.